Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stent embolism). Related to operational context (it appears most likely that the event was related to the attempt to use the device during the procedure and was procedural related). Conclusions: known inherent risk of procedure (stent embolism). Operational context contributed to event (it appears most likely that the event was related to the attempt to use the device during the procedure and was procedural related).

Event description:
The physician intended to implant an integrity stent in the left main coronary artery by direct stenting. The target lesion was calcified with approximately 60% stenosis. It was observed after inflation that the stent was not visible on fluoroscopy. The stent was not located in the patient, or anywhere in the cath lab. The delivery system was not inspected prior to insertion. The patient was successfully treated 2 days later. No clinical sequelae were reported. Evaluation summary: the stent delivery system was returned for evaluation. The stent was not returned with the delivery system. The balloon had been inflated. Crimp impressions were evident along the balloon. Procedural image review: the procedural images confirm the lesion in the left main vessel. The first device positioned in the lesion is most likely the int40009x device (direct stenting). There does not appear to be a stent on the balloon during deployment. The cag following the balloon inflation confirms no evidence of stent deployment. There is guide catheter movement during balloon deployment. There is no evidence of any stent dislodgment from the procedural images.